Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that alarm did not sound for high priority asystolie. Patient was involved but ok. The m300 was put aside. Patient was on code blue and on reanimation (cardiac massage) and transferred to ICU. Did not sound on the ics console. Readings were abnormal. Heart rate going down.

Manufacturer narrative:
Logs from the m300 and ics were submitted and reviewed. Log analysis of the m300 indicates there were 24 "life threatening" alarms and 14 "serious" grade alarms issued during the time of cited event. Examination of the ics logs indicate that nine "audio pause botton pressed" were initiated for the cited m300 at that time. The logs of both ics and related m300 indicate serious alarms were issued at m300 and recognized at the ics via audio pauses. Based on the available information the cited event could not be verified. No any failure of device could be found.

Event description:
Please refer to initial report.